Event description:
#Medwatcher #(B)(4). Palms of hands and bottom of feet began itching uncontrollably. Then every time I scratched, my skin welted and left red swollen scratch marks. I couldn't stop scratching. I went to an urgent care and was prescribed steroids. That worked, until the medicine treatment was completed, then my skin welted up again and I itched all over my body. I went to an allergist and then I was put on 4x the recommended daily dose of zyrtec, zantac, hydroxyzine, benadryl, and singulair to control the itching. The doctor said it will probably go away over time, but it's been 9 months, with no improvement.